Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer restarted the device to complete the surgery. The philips field service engineer (fse) analysed the system onsite and confirmed the device was unable to perform exposure. The fse review the log file and confirmed that there was issue with the tube. The customer did a cold restart, and the device was able to work with no errors. In the logfile generator error was also showing and the fse found it as an occasional issue. To resolve this issue, the fse performed calibration. After calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was resolved with one cold restart, and the procedure is ultimately completed on the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was unable to be exposed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.